Manufacturer narrative:
The hill-rom technician found the brake detent needed to be replaced. The brake detent is the source of the brakes not holding. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the hill-rom maintenance records did show hill-rom performed preventative maintenance on this bed on january 3, 2018. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake detent to resolve the issue.  Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed brakes are not holding once set. The bed was located at the account. There was no patient/user injury reported. (B)(4).